Event description:
Patient reported while filling the cartridge insulin began to leak out from the plunger end. Patient stated the cartridge was never in the pump. No adverse event reported. Requested return of the alleged cartridge for evaluation; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.